Event description:
It was reported that a day after the implant of this right ventricular (rv) lead, a dislodgment was confirmed via x-ray. High out of range pacing impedance and high pacing thresholds were also noted. Subsequently, the patient underwent an additional surgical intervention to reposition the lead. No asystole was observed and no additional adverse patient effects were reported.